Event description:
Futura (B)(4): red latches on futura 600 does not fall by itself anymore. On new delivered futura.

Manufacturer narrative:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed.futura (B)(4): red latches on futura 600 does not fall by itself anymorethe futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.